Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested.

Event description:
This is a spontaneous report by a nurse from the USA regarding a (B)(6) male homechoice peritoneal dialysis patient. During a call with baxter customer services, the reporting nurse stated that on (B)(6) 2010, the patient developed peritonitis. In (B)(6) 2010, a peritoneal effluent culture was performed. The culture result was unknown. Treatment information was not provided. The cause of the peritonitis was not reported. It was unknown whether the event resolved. Medical history included end stage renal disease (esrd). Per the nurse, the peritonitis was not related to the peritoneal dialysis therapy.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers h10e01062 and h10f01151 with no issues noted during the manufacturing process. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported that a pt underwent a right inguinal hernia repair procedure on (B)(6) 2010, and mesh was used. The pt received study drug oral blinded therapy for postoperative pain. The pt continuously had pain with a body temperature of 39.3 degrees celsius. The chest x-ray and the blood test did not identify the focus and the event resolved with oral antibiotics.